Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-apr-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), menorrhagia ("menorrhagia") and headache ("headaches"). The patient was treated with surgery (removal of essure was planned on (B)(6) 2019). At the time of the report, the abdominal pain, nausea, menorrhagia and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, headache, menorrhagia and nausea with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-april-2019 for the following meddra preferred term: abdominal pain analysis in the global safety database revealed 2586 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 27-apr-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure (batch no. C64468) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), menorrhagia ("menorrhagia") and headache ("headaches"). The patient was treated with surgery (removal of essure was planned on (B)(6) 2019). At the time of the report, the abdominal pain, nausea, menorrhagia and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, headache, menorrhagia and nausea with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: abdominal pain analysis in the global safety database revealed 2.590 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure (batch no. C64468) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), menorrhagia ("menorrhagia") and headache ("headaches"). The patient was treated with surgery (removal of essure was planned on (B)(6) 2019). At the time of the report, the abdominal pain, nausea, menorrhagia and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, headache, menorrhagia and nausea with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: abdominal pain analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: lot number of essure was provided (c64468). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.